Event description:
During a vein ablation procedure, depth markings on the laser fiber sheath flaked off during sheath withdrawal. No patient impact was reported. A new unit was opened and used to complete the case without incident.